Event description:
It was reported that the customer went to the hospital and was subsequently hospitalized with a blood glucose (bg) level of 300-400 mg/dl due to the battery gauge fluctuating and shutting down. Reportedly, customer was experiencing chest pains. Customer attempted to self treat by adminstering a manual dose injection but, was treated intravenously with fluids of saline and insulin while hospitalized. Customer was released from hospital the same day with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B2; other serious: no; hospitalization: yes; b5; remove medical device code: 2582, add health effect codes 1905 and 1776.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 300-400 mg/dl due to the battery gauge fluctuating resulting in the pump shutting down. Customer attempted to self-treat their bg with a manual dose injection but, was treated intravenously with fluids of saline and insulin while hospitalized. Reportedly, customer was experiencing chest pains and was provided care, however details were not provided. Customer was released from hospital the same day with issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.